Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. No physical damaged was found on the device. As a result of checking the log, it confirmed that there was no record of related the customer reported issue. It could not confirm the reported issue. Possible root cause related to defective dose cord; however, the customer did not return it. Performed all functional testing and all tests passed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the dose cord disconnection alarm sounded. Event occurred while in patient use, during patient administration. There was known patient involvement and no patient harm/adverse event reported.